Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but did not disengage from the catheter to deploy. Reportedly, in the physician's assessment, the clip was pulled out; however, the tissue came with it, causing perforation. It was also noted that when the polyp was removed, there was a residual bleeding. The procedure was completed with multiple resolution 360 clip devices. The patient outcome was reported to be fully recovered.